Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the impedance on the rv lead continues to rise at a steady pace.

Manufacturer narrative:
Concomitant product(s); 5076-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that elevated and increased impedance was noted on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.